Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Analysis of the device revealed a circumferential fracture at the distal side of fiber/cap fusion zone at the bevel edge, likely contributing to the report of diminished vaporization; therefore, the reported event is confirmed. A distal circumferential fracture may potentially result in forward firing. The fiber proximal to fracture can rotate independently of metal cap . The glass cap exhibits mild devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. Additionally, the distal part of glass cap was detached. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the observed circumferential fracture and glass cap detachment a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The circumferential fracture and glass cap detachment likely occurred due to elevated temperatures at the fiber tip near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted circumferential fracture and glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber significantly diminished vaporization efficiency and it was flickering. It was indicated that during procedure, the distance from the fiber to the tissue was between 1 to 3 mm, the irrigation solution was positioned at least 106 cm higher than the level of the endoscope/cystoscope and there was a pressure cuff on the bag. The flow valve was opened and fluid was observed to be coming out of the metal cap as intended the fiber tip was cleaned twice and there was no excessive tissue accumulated on the tip. A second fiber was utilized to complete the procedure without patient complications. The fiber was returned and analysis that the glass cap was detached and there was a distal circumferential fracture. The potential for forward firing may exist.